Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. However, the technician decided to replace the on/off switch. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A serial readout was sent to livanova (B)(4) for further investigation. During the evaluation of the pump readout, the claimed shut off from the pump could be confirmed. No logs indicating device malfunction could be identified during the investigation. Based on the available data, livanova (B)(4) could not determine the cause of the sudden the pump shut off. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump stopped during procedure. There was no report of patient injury.